Event description:
It was reported that the patient experienced a low blood glucose of 45 mg/dl while at a medical appointment, felt lethargic, and was advised by clinical staff to proceed with a factory reset of their system; support facilitated the reset and confirmed the patient was stable afterward. Symptoms included lethargy associated with hypoglycemia. Outcomes included correction with oral glucose and juice, with no hospitalization and resolution following support intervention. Investigation included remote troubleshooting and user education, culminating in a factory reset of the system. Investigation of this case revealed no confirmed device malfunction and no sensor data effect at the time of support, with cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.